Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that everything was accurate following their first snapshot, and then during the case, they felt the navigation was off. The manufacturer representative put a chicken foot probe into arm guide divot to attempt to re-gain accuracy, but was unable. They ended up taking another snapshot. The manufacturer representative reported that the cause was unknown. The amount of deviation was likely greater than 10mm. There was no delay and no impact to the patient outcome. Additional information received from a manufacturer representative reported that the system lost its zero and needed a new snap shot to regain its center. This was part of the work flow. The system is fully functional and operates as intended.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A medtronic representative went to the site to perform a system check out and they found the system passed all tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.